Event description:
It was reported that 3 syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield." Verbatim: consumer reported finding 3 out of 10 syringes needle shield has the needle assembly stuck within the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 0022157. Customer states that the needle hub separated into shield. The returned syringes were examined and both were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that 3 syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 0.5ml 31ga 8mm ufii 10bag 500cs separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: consumer reported finding 3 out of 10 syringes needle shield has the needle assembly stuck within the shield. "